Event description:
It was reported the patient underwent a left knee revision approximately sixteen months post-implantation due to patella pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical products: unknown femoral, unknown tibial insert, unknown tibial tray. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided picture identified the unit as implanted and with some surface scratches. Radiographs were provided and reviewed by a health care professional. Review of the available records identified: anatomic alignment of the left knee arthroplasty. No implant malfunction identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.